Event description:
It was reported that the customer fell and the touchscreen became cracked. Reportedly, the customer experienced intermittent elevated blood glucose levels reaching over 300 mg/dl. The customer administered injections to address elevated bg levels. On (B)(6) 2017 the customer was hospitalized due to bg levels reaching over 600 mg/dl. Customer's health care professional stated elevated bg's were due to the cracked touchscreen, however the customer stated the pump was still functional. In addition, it was noted that the customer has failing kidneys and is on dialysis; however, the customer stated this does not impact bg levels. Customer was treated through intravenous insulin and released from the hospital on (B)(6) 2017. Customer reported that elevated bg levels had resolved upon leaving the hospital and there was no permanent damage. System check with tandem technical support was performed and the pump was functioning as intended.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer fell and the touchscreen became cracked. Reportedly, the customer experienced intermittent elevated blood glucose levels. On (B)(6) 2017 the customer was hospitalized due to elevated blood glucose (bg) levels. Customer's health care professional stated elevated bg's were due to the cracked touchscreen, however the customer stated the pump was still functional. Customer was treated through intravenous insulin and released from the hospital on (B)(6) 2017. System check with tandem technical support was performed and the pump was functioning as intended.